Manufacturer narrative:
The qc was acceptable. Product labeling states: " extremely lipemic samples (triglycerides greater than 3000 mg/dl) can produce normal results." (3000 mg/dl is approximately 34 mmol/l) the alleged result exceeds the limit. The extremely high triglyceride concentration in the lipemic sample caused oxygen depletion during the reaction, resulting in the abnormal reaction curve and a false low result. The absorbance difference at mp5 and mp3 is below the specified limit(>1000). The abnormal peak in mp3, disturbing the steady absorbance increase, is the root cause for the result remaining unflagged. The missing flag is correct. The unusual peak in mp3, which is related to this particular sample/run, overrode the correct flag settings. The investigation did not identify a product problem. The investigation determined the issue was due to pre-analytical handling issues at the customer site.

Manufacturer narrative:
The analyzer's serial number is (B)(6). It was noted that the sample was lipemic. The investigation is ongoing.

Event description:
There was an allegation of questionable triglyceride results for 1 patient sample on a cobas 8000 c702 module. The initial result was 1.25 mmol/l, and the repeated result was 1.31mmol/l. The sample was repeated with a dilution (1:10), and the result was 49.76 mmol/l. The sample was repeated because the results didn't match the patient's clinical diagnosis.